Event description:
A malfunction was reported on a pump by the customer, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance by guiding the customer through a pump reset, and the malfunction did not recur post-reset. The customer was instructed to continue using the pump and to report if any issues arise again.